Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that following implant the patient experienced hemiplegia upon waking up from anesthetic within 7 hours after left ventricular assist device (lvad) implant. A computed tomography (CT) scan showed an acute ischemic stroke. The patient also had progressive brain edema and was palliated. It was thought that the patient's symptoms of device related thrombus cased the right middle cerebral artery (mca) infarct. The patient passed away on (B)(6) 2022.

Event description:
Additional information was received that the likely etiology of the ischemic stroke was periprocedural.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.